Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to slide the cartridge onto the pump. Reportedly, the cartridge shuttle was shifted to the left, preventing the cartridge from sliding onto the pump. The customer moved the shuttle to the right and successfully loaded the cartridge onto the pump. Additionally, it was reported that after the customer started the fill tubing step, the customer saw insulin drops exit the infusion set tubing after 1 unit. Reportedly, a new cartridge was loaded to address the event. Blood glucose was 129 mg/dl.